Event description:
The physician reported a lead connection issue during the attempted implant of the subject pacemaker. Reportedly, following the connection procedure, the lead could be removed by pulling. After loosening the set-screw to attempt the connection again, the set-screw dislodged and a second connection attempt was not possible.

Event description:
The physician reported a lead connection issue during the attempted implant of the subject pacemaker. Reportedly, following the connection procedure, the lead could be removed by pulling. After loosening the set-screw to attempt the connection again, the set-screw dislodged and a second connection attempt was not possible.